Manufacturer narrative:
Zimvie complaint (B)(4). A1: patient identifier is not provided / unknown. A4: patient weight is not provided / unknown. E1: initial reporter¿s title is not provided / unknown. G4: additional 510(k) number is k101880. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. H3 other text : summary investigation.

Event description:
Customer reported infection on exam #19, tenderness at the region. Implant was removed and site grafted with allograft; symptoms as a result of the event: inflammation.